Manufacturer narrative:
The pump was received with minor scratched display window. The pump was received cracked case at display window corner. The pump was received with cracked battery tube threads. The pump was received with broken reservoir tube lip. The test reservoir did not lock properly inside the reservoir tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's pump was damaged. The customer's blood glucose level was reported to be 176.4mg/dl. No further information provided.